Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex device was returned within a primary and secondary shipping box, an open pipeline flex outer carton, an open pipeline flex inner pouch, and a dispenser coil. ¿ visual inspection/damage location details: the pipeline flex device was returned within its introducer sheath. The introducer sheath was found inverted. No damage was found with the introducer sheath. However, blood was found within the introducer sheath. The pipeline flex distal hypotube was found stretched. The pipeline flex braid was not returned within the pusher. ¿ testing/analysis: the pipeline flex device could not be removed from within the introducer sheath. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿failure/incomplete to open at middle section (hourglass shape)¿ and ¿resistance during re-sheathing¿ reports could not be confirmed. Possible causes of ¿failure/incomplete to open at middle section (hourglass shape)¿ include patient vessel tortuosity, damaged braid, braid was overstretched during delivery, or user deploys braid in vessel bend. Possible causes of ¿resistance during resheathing¿ include patient vessel tortuosity, ped/delivery system damage, catheter damage, user does not maintain continuous flush, resistance during delivery/retrieval, or user resheaths more than 2 times. The pipeline flex braid and catheter used in the event was not returned. Therefore, an analysis could not be performed, and any contributing factors could not be assessed. The catheter was flushed continuously with heparinized saline, the pipeline was not positioned in a bend, and the pipeline was resheathed less than or equal to two times. It is possible that the damage to the pipeline flex pusher (stretching) contributed to the resistance during resheathing. In addition, it is likely that the patient¿s ¿severe¿ vessel tortuosity contributed to the reported event. However, the cause(s) could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during the pipeline deployment the device initially got beautiful opening distally. While deploying at the middle portion, the device was not opening at the middle part. The physicians tried to open the device by resheathing but device failed to open, and in the last while the resheathing, the device got stuck in the catheter. There was resistance in the middle of the catheter. The catheter was flushed continuously with heparanized saline. The pipeline became stuck in the distal section of the catheter during resheathing. The physician released the load (slack) in the system in an attempt to resolve the issue, but the issue did not resolve. There was no damage observed on the catheter or pushwire. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipleine was resheathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from patient. The pipeline was re sheathed and removed with the microcatheter. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. The patient is alive with no injury. No patient symptoms or further complications were r eported as a result of this event. The patient was undergoing flow diverter surgery for treatment of a saccular, ruptured internal carotid artery (ica) aneurysm with a max diameter of 3 mm and a 1.5 mm neck diameter. The landing zone was 4.3mm distally and 3.7mm proximally. It was noted the patient's vessel tortuosity was severe. The access vessel was the ica with a diameter of 4.3mm.

Event description:
Additional information was received. The cause of the failure to open and resistance during resheathing was not determined. The resistance occurred in the middle section of the catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.